Manufacturer narrative:
The samples were serum. The customer reported to bec customer technical support (cts) that the instrument was giving "cuvette not dry before first reagent dispense" and "reagent level sense" errors. The customer inspected the reagent probes and the reagent syringe. It was observed that the reagent syringe barrel was loose. Per the customer, no maintenance had been performed on the instrument that day. The customer tightened the reagent syringe and performed qc. All qc results were within expected limits. The customer repeated 3 samples that were tested prior to receiving the errors, and found 1 sample that had a creatinine result outside the published precision claims, which is discussed in section b of this report. The customer resolved the issue by tightening the reagent syringe. No service request was generated.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously low creatinine result of 0.36 mg/dl generated by unicel dxc 600 pro synchron clinical system for one patient. The result was reported out of the laboratory, and an amended report was generated with the corrected result of 0.97 mg/dl. There was no change to patient treatment attributed to this event.